Event description:
As reported to coloplast though not veriifed, patient implanted with t-sling (B)(6) 2009. Later patient experienced mesh erosion, infection, pain and need for additional surgeries.

Manufacturer narrative:
Coloplast is a distributor of this product and has not been provided any corroborating evidence to verify this report. Device not returned.